Event description:
Boston scientific crm received information that at the last device check, seven months ago, the gas gauge noted more than five years remaining. Now, the device is noting two and half years remaining. The only change was ventricular pacing went from 93% to 100%. No adverse patient effects were noted.

Manufacturer narrative:
This device remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.

Event description:
Additional information was received as a result of a memory download that was sent in and analyzed by boston scientific engineers. The results, based on device memory data and historical usage, indicated that normal battery depletion has been observed to date and that there is no indication of a device anomaly.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.